Manufacturer narrative:
Continuation of medical devices: sedr01 ipg implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of the implantable pulse generator (ipg) was unsuccessful because the set screw would not secure the right ventricular (rv) lead. The unsecured rv lead exhibited intermittent capture with the ipg. The ipg was explanted and replaced. After the ipg replacement, the rv lead continued to exhibited no capture and the lead also exhibited high and unstable thresholds. It was noted that the patient experienced bradycardia due to the rv lead capture issues. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.